Event description:
It was reported via repair work order that the head end brakes would not hold due to damaged brake adjuster and damaged brake cams. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.